Event description:
It was reported that the surgeon used a aq2015a three piece collamer lens and the lens was damaged in the injector. There was no pt contact. Additional info has been requested from the facility, but none has been forthcoming. As it is unk if a product malfunction. If additional info is received, a supplemental MDR will be sent.

Manufacturer narrative:
Visual inspection of the returned product found the lens torn at the optic and haptic junction. The haptic was bent. There was evidence of clear surgical residue. An investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for these types of incidents include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised, as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.